Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es inventory counts for oxycodone 5 mg tablets were initially correct, and the last witnessed count was accurate; after five tablets were removed, the expected count should have been five, but pmes displayed four, likely due to an instance where two cubicles opened during a single pull, resulting in a discrepancy when only one tablet was removed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.